Event description:
A user facility returned the olympus asset, video processor, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was no image. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process, and upon inspection and testing, it was observed that the front panel was damaged, the top cover and chassis were deformed, the video socket connector was damaged and there was no digital visual interface (dvi) signal. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.  D4 UDI: (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. In addition, the following non-reportable malfunctions were found during the device evaluation: foot is missing, and software version is outdated. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image was displayed due to faulty patient board set (circuit board and printed circuit board). Olympus will continue to monitor field performance for this device.